Manufacturer narrative:
The device mentioned in the report was implanted before mipro us took over the previous manufacturer ((B)(4)) of the m-cor implant. As part of our responsibility to report the incidents we are gathering any outstanding information related to this adverse event and reporting it to the FDA.

Event description:
While rising from a chair on (B)(6) 2009, patient felt a snap. Xray in ER show fracture of neck module. Pt taken to or on (B)(6) 2009 for a revision of stem and neck, trochanteric osteotomy was necessary for stem removal. Stem revised with an encore 13.5 foundation stem. Metallosis in tissue noted.